Manufacturer narrative:
The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No external ram crc error alarm was noted. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error alarm during normal use. The customer did not recall the blood glucose reading. The insulin pump had not been stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump could be worn until the replacement arrived and to monitor the issue.